Manufacturer narrative:
(B)(4).

Event description:
The pump event logs confirmed a pump motor stall with no recovery. The patient was admitted to the hospital and was being monitored for underdose/withdrawal symptoms while the physician decided if the pump would be replaced. The device system was used to deliver dilaudid 30 mg/ml at 28 mg/day, clonidine 150 mcg/ml at 140 mcg/day, and lioresal 800 mcg/ml diluted at 746 mcg/day. Additional information has been requested. A follow-up report will be sent if additional information becomes available.